Event description:
Pre-op diagnosis: end colostomy status post emergency harman's procedure for perforated diverticulitis. Insufflation was reestablished and we proceeded to perform our colorectal anastomosis in standard fashion according to manufacturer instructions using the #29 powered eea ethicon stapler. The stapler passed easily via the anus and was visualized at the rectal staple line. The spike was penetrated through the rectum staple line under direct vision in the midline. The orange band at the base of the spike was easily visible. The anvil and the spike were mated with an audible click. The stapler was closed to maximal tightness and allowed to sit to allow the edema to be evacuated. The stapler was then fired. The stapler knob was then turned twice according to manufacturer instructions but we noted a significant amount of tension trying to remove the stapler from the anus. When the stapler was removed, the anvil was not attached and was in fact still in the rectal vault. Flexible sigmoidoscopy was performed and confirmed that there was a large hole where a colorectal anastomosis should have been. There was a thin rim of staples at the anterior aspect of our anastomotic site, however approximately 75% of the anastomosis had no staples, so the wall of the colon and wall of the rectum were not attached. The anvil was actually visible through this hole and was passed back into the abdominal cavity and eventually removed with the specimen. Due to the prolonged operation and difficulties with first colorectal anastomosis in addition to concerns about tissue quality, we elected to recreate the patient's end colostomy as this was the safest option. FDA safety report ID# (B)(4).